Manufacturer narrative:
Product analysis as found condition: the rebar-18 catheter was returned for analysis within a shipping box, a sealed plastic pouch, an opened rebar-18 outer carton (B)(4), an opened rebar-18 inner pouch (B)(4), and within a dispenser coil. No solitaire returned. Damage location details: no damages were found with the rebar-18 catheter hub. No bends or kinks were found with the rebar-18 catheter body. The rebar-18 catheter distal tip was found to be in good condition. No other anomalies were observed. Testing/analysis: the rebar-18 catheter was flushed; water exited from the distal tip. Next the 0.021¿ mandrel was hydrated and delivered through the rebar-18 catheter hub, which exited out the distal tip without any issue. No resistance was able to be reproduced. Conclusion: based on the device analysis and reported information, the customer¿s ¿ catheter resistance¿ report could not be confirmed; however, the event could not be ruled out. No issues were encountered during testing. A few possible causes of ¿catheter resistance¿ include using incompatible devices, patient vessel tortuosity, guidewire or delivery system damage, and insufficient catheter flushing or lack of continuous flush; however, the root cause of ¿catheter resistance¿ was unable to be determined. The solitaire used in the procedure was not returned; in addition, no details were provided (lot number, ref number); therefore, compatibility could not be verified. Any contribution the solitaire had towards the resistance was unable to be confirmed. No defect was found with the rebar-18 catheter that would have contributed to the reported resistance. It was noted that the patient's vessel tortuosity was moderate. No mention of a continuous flush administered during the procedure was reported. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent met resistance in the proximal end of a rebar catheter and the stent was not moving forward. Another device was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a middle cerebral artery (mca) occlusion stroke. Mca vessel diameter was 2.5 mm. It was noted the patient's vessel tortuosity was moderate. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Event description:
Additional information was received. The patient¿s baseline nihss was 6 and tici was 1. After thrombectomy, the patient¿s condition improved to a tici of 3 and an nihss of 5. The same solitaire was used to complete the procedure without replacement. During the procedure, strong resistance was encountered at the middle segment of the catheter, but there were no issues during microcatheter navigation. No kinks or damage were noted on either the catheter or the solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.